Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with lantus and humalog insulin. After the onset of the power issue, the reporter claimed the patient was able to take self treatment with insulin at 6:30 pm. The patient did not develop any symptom to suggest a serious injury was associated with the incident. During troubleshooting, the patient was educated on the subject meters behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meters battery did not require recharge. This complaint is being reported due to the unresolved power issue. The patient was able to manage her diabetes and did not have any symptoms that would suggest a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.